Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the implantable cardiac monitor is "working its way out." The patient noted that at the implant procedure, the medical equipment company representative said the implant was "perfect" and at the follow-up appointment, the physician said the incision was fine and at a subsequent wound check, the general practice physician said it was fine, however the patient woke to a "tugging feeling" and felt that the first few layers of skin have begun to split. Follow-up was attempted with the device clinic but the patient is traveling and no additional information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.